Event description:
It was reported that during a laparoscopic procedure, they put an instrument down the device and it bent the clip. The 2nd time, the little white ring that sits in the device at the angle, came out of the device and fell into the pt. The piece was retrieved and there was no pt consequence.